Manufacturer narrative:
(B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This complaint was received as follows: "customer complaint no: (B)(4). Qty: 1. Foreign substance in pkg: 1 piece". This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because any foreign material in or on the product could also be introduced into the airway along with the product.